Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) has trigger error.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) upon initial inspection, verified that there was not physical damage to the unit. Fse attached unit to patient simulator with the EKG leads. Received trigger form EKG leads without issue in the clinical app. Connect bp cable to the patient simulator. Verified that the signals are all appropriate on the screen and the balloon is inflating and defeating. Could not duplicate any errors with the unit. Did notice there were a few trigger errors in the error log. However, there were no other errors that would associate with mechanical issues with the pump. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer. Replaced 9v battery at 1 year interval. Replaced helium connector o-ring at 1 year interval.

Event description:
N/a